Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 133 mg/dl and their sensor glucose read 68 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving calibration error alerts and bad sensor alerts. Troubleshooting was not completed during the phone call. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.